Event description:
During the procedure, the device would not function properly and the jaws of the device would not fully open or close. No harm was caused to the patient. The device was removed from the field and a new device was utilized. It is unknown if the new device was of the same or a different lot.